Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead had dislodged. The lead had exhibited undersensing and loss of capture. The lead was unable to be removed from the patient's heart tissue; therefore, the physician surgically capped and abandoned the lead. No adverse patient effects were reported.